Manufacturer narrative:
Evaluation summary: customer report of "torn leaflets at commissure leading to the severe valvular aortic insufficiency" was visually confirmed. The x-ray demonstrated moderate calcification on leaflet 2, minimal calcification on leaflet 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow. The leaflets were observed to be thickened and swollen near the commissures. Leaflet 1 had an 8mm tear along commissure 1. Leaflet 2 had a 6mm non-transmural tear along commissure 2, and a 7mm tear along commissure 3. Leaflet 3 had a 9mm tear along commissure 3, and an 11mm cut across the cusp. The cut had a straight and even edge. Thickened tissue was observed near all the tears, and calcification was also observed near the tears on leaflet 2. The tears were observed to be significant enough to contribute to the reported insufficiency. Two fragments of host tissue were returned with the valve; origin of returned fragments is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation at this time. Therefore, the root cause for the degeneration and leaflet tears remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm aortic valve was explanted after an implant duration of 12 years, 10 months due to severe aortic insufficiency secondary to structural valve deterioration. There was reported to be torn leaflets at commissure leading to the severe valvular aortic insufficiency. Another 25mm was implanted in replacement. The patient also had a non-edwards annuloplasty mitral ring implanted. The patient was discharged.